Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(4) 2003, patient underwent following procedure: arthrodesis, anterior interbody technique, lumbar l4-5. Arthrodesis, anterior interbody technique, additional level, l5-s1. Application of prosthetic device into vertebral defect/interspace, l4-5, 16 mm x 26 mm cage with rhbmp-2. Application of prosthetic device into vertebral defect/interspace, additional level, l5-s1, 16 mm x 26 mm cage with rhbmp-2. Vertebral corpectomy, partial, anterior approach, decompression of cauda equina and/or nerve root, l4-5. Vertebral corpectomy, partial, anterior approach, decompression of cauda equina and/or nerve root, l5-s1. Anterior instrumentation, three vertebral segments, secure strand. Microscopic magnification and illumination for microsurgical dissection of the posterior longitudinal ligament from the underlying dura while performing the partial corpectomy; for a pre-op diagnosis of: degeneration of lumbar intervertebral disk l4-5, l5-s1. Lumbosacral spondylosis, l4-5, l5-s1. Displacement of lumbar intervertebral disk, l4-5, l5-s1. Lumbar spinal stenosis, lateral recess stenosis, foraminal stenosis,l4-5, l5-s1. Per-op notes: at l4-5 the double barrel 16-inm cage tang was inserted into the disk space. Both barrels were then reamed. All debris was removed. In the contralateral barrel, a 16-mm x 26-mm cage was threaded and counter-sunk to just over 3-mm. In the ipsilateral barrel, a 16-mm x 26-mm cage was threaded and countersunk to just over 3-mm. The collagen sponges were being saturated with rhbmp-2/acs. At l5-s1 double barrel cage tang was inserted into the disk space. Both barrels were reamed, all debris was removed. In the ipsilateral barrel, a 16-mm x 26-mm cage was threaded and countersunk just of 3-mm. In the contralateral barrel at 16-mm x 26-mm cage was threaded and countersunk to just over 3-mm. The tang was then removed. Once hemostasis was secured, then all four cages were packed using the collagen soaked sponges containing rhbmp-2/acs. Intraoperative x-ray was taken to confirm the location of levels and satisfactory insertion of cages. No complications were reported during the procedure. On (B)(6) 2003: the patient was discharged. The patient sustained unspecified injuries